Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 475cc mentor memorygel breast implant and a 550cc mentor memorygel breast implant experienced bilateral capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two non mentor breast implants on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's age was erroneously omitted in initial report. On (B)(6) 2022, mentor became aware that patient's date of explant and impacted device information were erroneously submitted in initial report. Date of explant is (B)(6) 2022. Patient's impacted device is 450cc mentor memorygel breast implant. Serial number (B)(6) lot number 5836268. Catalog number is 3504501bc the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A manufacturing record evaluation was performed for the finished device 5836268 number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) relevant a2, d4 and d6 fields have been updated.